Event description:
It was reported that the patient experienced recurring incontinence with a one year old artificial urinary sphincter (aus). The patient stated that there was still leak for 4 - 5 pads per day. The provider believed that the cuff needed to be downsized. A surgical procedure was performed in which the existing cuff was removed and downsized to a new smaller cuff. The other components remained implanted, and a new accessory kit was used to close tubing. There was no belief of issues with the explanted cuff. Urethral atrophy was the suspected cause for the incontinence. No information regarding patient status through physician. No more information available at the moment. Should pertinent additional information become available, it will be provided.